Event description:
The user reported that the cord sparks. Inspection revealed a cut in the cord near the strain relief that caused the sparking. The general condition of the unit suggests it was not used in accordance to the instructions as the entire unit was bunched.

Manufacturer narrative:
The user reported that the cord sparks. Inspection revealed a cut in the cord near the strain relief that caused the sparking. The general condition of the unit suggests it was not used in accordance to the instructions as the entire unit was bunched. A CAPA project has been initiated ((B)(4)) to reduce the likelihood of this type of failure recurring. This failure happens when the cord is bent repeatedly with excessive force.